Event description:
Customer reported that they noticed one week ago they received erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 25 mmol/l, 17 mmol/l and 5 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Meter serial number (B)(4) was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported readings were not found in the meter's memory.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the exact date of event is unknown although the customer reported the event happened one week ago. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.